Manufacturer narrative:
Date of event: the date of the event is unknown. Device identifier was not provided and no product was returned. Based on the information provided, it cannot be determined that the allergic reaction is related to the fibracol¿ plus collagen wound dressing with alginate. The severity of the reaction is unknown as well as if medical or surgical intervention was required. No additional information is available due to the limited information provided. Device labeling, available in print and online states: contraindications: fibracol¿ plus dressing is not indicated for wounds with active vasculitis, third-degree burns, or patients with known sensitivity to collagen or alginates. Adverse reactions: fibracol¿ plus dressing should not be used on patients with known sensitives to collagen or alginates. Discontinue use if signs of sensitivity appear.

Event description:
On (B)(6) 2019, the following information was obtained via the customer feedback review process: on (B)(6) 2018, the patient alleged being allergic to the fibracol¿ plus collagen wound dressing with alginate and had to return it. No additional information is available. The fibracol¿ plus collagen wound dressing lot number was not provided and no product was returned, therefore a device evaluation and device history review could not be performed.